Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the internal battery clip connector is broken on the power module. The unit has the updated cable so a streamline cable will be sent onsite. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the reported event of a broken internal battery clip connector was not confirmed. The power module, serial (B)(6), was not returned for analysis. Per provided information, the internal battery clip connector from a power module was broken and was shipped to the site. There was no additional documents or images from the customer. A root cause of the reported event was not determined through this analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.